Manufacturer narrative:
The investigation into the patient's limb ischemia with thrombosis has been completed. The product was not returned for evaluation. Based on the clinical description, the patient's vessel conditions were peripheral artery disease/peripheral vascular disease. The root cause of limb ischemia was most likely thrombosis patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male (race unknown) in acute decompensated cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced limb ischemia with thrombosis. Thrombectomy performed and distal reperfusion catheter placed.